Event description:
It was reported stimulation was in the wrong location. The patient was feeling stimulation in their feet, rather than their back. Lead migration was noted and confirmed with x-ray. It was noted lead tips were at the top of t6. It was noted reprogramming was done and approximately one month after that a revision of the lead was done. It was noted the event was related to the device or therapy but was not related to the implant procedure. It was later reported there was a change in sensation of stimulation.

Event description:
Additional information clarified which leads were part of the clinical study. It was noted that previously there were two leads (lead 1 - lot number: v463231021, implantable neurostimulator (ins): (B)(4) and lead 2 - lot number: v463231022, (ins): (B)(4)) but it was corrected to only one lead involved (lead1 - lot number: v463231021, ins: (B)(4)).

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer.(B)(4).